Event description:
It was reported the physician performed transseptal crossing using a swartz braided sl0. A j&j navistar thermocool was then inserted into the agilis, and then the lasso into the preface. While isolating the lipv using the navistar thermocool, the impedance measured by navistar increased to 200 ohm. The physician continued to perform the procedure because the impedance dropped to 100 ohm. However, soon after it increased to 900 ohm. The junctional rhythm was also observed. As he suspected cardiac tamponade, an emergency echo was conducted which confirmed a cardiac tamponade. The physician began pericardial drainage with a total of 600ml drained. The patient recovered without complications. The patient remained in stable condition without complications. The patient was discharged without any complications. As multiple products were used, it is unknown which device caused the tamponade.

Manufacturer narrative:
The devices used during the procedure were discarded at the hospital. However, review of the device history record confirmed this lot met manufacturing requirements prior to shipment. It is uncertain how the perforation occurred. It is unknown which device caused the tamponade as multiple products were used during the procedure. The st. Jude medical instructions for use (IFU) states that a perforation is a potential complication during the use of this device.